Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported the patient experienced a sudden loss of therapy. Diagnostics indicated high impedance readings on all contacts. To address the issue, surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.